Manufacturer narrative:
Correction: the device code should also include 2896 - communication or transmission issue

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely with backup vvi operation exhibited on their implantable cardioverter defibrillator. The patient was brought in clinic and a device download was performed successfully. Patient would be followed-up normally.